Event description:
Related manufacturer reference number: 2017865-2024-33512. It was reported the patient presented for implant procedure. During surgery, the delivery catheter exhibited a mid-tether fracture and was unable to go into long tether mode with the leadless pacemaker (lp). After successful positioning, the lp would not release from the delivery catheter. When the physician attempted to redock, the lp released. The lp was successfully implanted. The patient was in stable condition.